Manufacturer narrative:
(B)(4).

Event description:
Consumer reports that the head of the toothbrush would not securely fit on the handle and the brush head would wobble around in her mouth. While time of occurence was unspecified, consumer reports that "once, the head wobbled so much that (she) cracked (her) tooth."